Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while firing on the stomach, one of the staples was deployed from the staple bucket but was caught/pinched within the staple bucket by the pusher. The reload could not initially be removed from the tissue. The surgeon removed it by gently grabbing the tissue with a grasper and pulling it away from the stapler. The staple that was stuck on the reload remained on the reload and was pulled from the tissue. The surgeon stitched part of the omentum to the staple line as part of the standard routine. There was no patient injury.